Manufacturer narrative:
(B)(4).the unit was received and the investigation found the cut function to be turning on by itself. The investigation identified the root cause of this failure to be u4 on the audio footswitch board. The integrated circuit u4 was replaced to address the condition. The appropriate upgrades were implemented. The generator was calibrated and testing found the generator functions normally.

Event description:
The customer reported that prior to the procedure, the monopolar handpiece which was connected to the generator's mono1 port activated when the unit was turned on. The unit was turned off, the devices were removed and powered back on. The unit was still showing signs of activation. Unit was removed and tested by the site's biomedical department, where they were able to duplicate the incident. No patient injury was reported.

Manufacturer narrative:
(B)(4). Date of initial report : 02/24/2015. The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.